Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a (B)(6) old male patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, during the procedure, the catheter broke in two pieces while sweeping the common bile duct. It was confirmed the device did not fragment and no pieces of the device detached inside the patient. The physician removed the scope, and removed the device from the scope. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.